Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a prime (prime issue) issue. It was reported that the pump was not priming the tubing during the load step. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 06/29/2017 with the following findings: review of the black box data revealed multiple records of loss of prime with zero force. On investigation, rewind, load and prime steps were successfully completed without alarm. The force sensor was evaluated and found to be within required specifications. The pump was exercised for 24 hours without loss of prime occurring. The pump was opened for investigation and did not reveal any evidence of damage, defect or contamination of the pump¿s interior components.